Event description:
Based on the medical records provided by the patient's attorney: on (B)(6) 2003 - patient underwent repair of a ventral incisional hernia with a kugel mesh patch, on (B)(6) 2003 - drainage from incision. On (B)(6) 2003 - drainage from incision. Patient treated with antibiotics and wound packing. On (B)(6) 2004 - (B)(6), patient treated with antibiotics. On (B)(6) 2006 - no drainage, cultures come back negative. On (B)(6) 2007 - minimum drainage, surgery scheduled to remove sinus tract and possibly the mesh. On (B)(6) 2007 - patient underwent explant of infected mesh and repair of recurrent ventral hernia with non-bard mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on the information provided, it is unknown whether the device may have caused or contributed to the reported event. The patient is moderately overweight and has undergone multiple abdominal surgeries prior to mesh implant. The mesh had been implanted for approximately 4 years prior to explant of the infected mesh. Although there is no indication the mesh was the source of the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The patient was also treated for a recurrence, which is a known adverse event listed in the IFU. No sample was returned for evaluation. With the currently available information, no conclusion can be drawn.